Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18828. Related manufacturer reference number: 3006705815-2022-18827. It was reported that the patient had a lead that fractured and another lead that had migrated. The ipg has also reached end of life. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which their system was explanted and replaced.